Event description:
It was reported that the atrial lead was implanted and upon the doctor catheterizing the coronary sinus, the lead fell into the ventricle. The atrial lead was repositioned, however, the helix would not extend. A visual inspection of the lead noted that there was blood at the tip of the lead. A new lead was then placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found however blood was noted in the helix mechanism on visual inspection.